Event description:
It was reported to the manufacturer that 24 hours after a gastro/enteral feeding tube was inserted, the patient returned and the tube had come apart above the port holster. The reporter stated there were 2 attempts to reinsert the tube endoscopically, but each time the patient had a laryngo spasm and the oxygen level desaturated. It was reported that after the first attempt, oxygen was provided with an oxygen mask, and after the second attempt, a 12 fr gastric tube was put in through the existing stoma to give medications. A tube replacement procedure was scheduled for the following day. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The incident device was not returned for evaluation. The manufacturers investigation was unable to determine the cause of the tube coming apart above the port holster. The device history record was reviewed, finding no rejections by the quality system auditor. The device labeling was reviewed and the IFU cautions to never attempt to replace or change a tube unless trained by the physician or other health care professional. In the rare occasion that an enteral feeding tube comes apart, normally it is replaced with a new feeding tube with no subsequent consequences to the patient. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.